Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's system displayed end of service message on both patient's programmer and clinician¿s programmer. The ipg was subsequently explanted and replaced on (B)(6) 2022.